Event description:
A patient was brought to the ep lab for a defibrillator generator change. While attaching the new defibrillator to the leads, the physician tried to tighten the setscrew of the device on to the lead. Even though the wrench indicated that the setscrew was tight against the lead, the lead was able to be removed from the device. After multiple attempts at tightening the setscrew the medtronic rep suggested that a new device be used. A new device was placed on the field and attached to the leads without any further problems. At no time was the patient in any danger and there were no further events. The procedure was completed and the patient went to post-operative care per normal protocol. The defective device was given to the medtronic rep. FDA safety report ID# (B)(4).